Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine (350 mcg/ml at 87 mcg/day), baclofen (350 mcg/ml at 87 mcg/day), marcaine (30 mg/ml at 7 mg/day), and morphine (40 mg/ml at 10.5 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported an alarm was heard but telemetry was not yet performed. The hcp noted the patient's pump was refilled but not programmed and updated. The patient couldn¿t get to the clinic on (B)(6) 2016, the patient would be seen to correct the issue per the hcp. The hcp told the patient to go to the nearest emergency room (ER) if they began to experience withdrawal symptoms. In (B)(6) 2016, the pump was refilled and (B)(6) 2016 was suppose to be the low reservoir alarm date per the hcp. It was noted every 4-6 months the pump was refilled but for sure it got refilled every 6 months. It was noted the hcp programmed an increase in the daily dose after the last refill. The patient heard an alarm but it was not known when that began or if it was a critical or non-critical alarm. The hcp noted on (B)(6) 2016 was the low reservoir and on the date of this report the patient called complaining of the audible pump alarm and concerned that she may begin experiencing withdrawal symptoms. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.